Event description:
Technician alleged that the side rail fell off of the bed. No pt impact.

Manufacturer narrative:
The technician found the side rail slide bracket damaged and the screws to the bracket are missing. The technician stated the side rail bracket was bent as if caught or impacted; the side rail bracket does not bend under normal use. The technician replaced the side rail slide bracket and mounting screws to resolve the issue.